Event description:
It was reported that at the beginning of the case, the pressure monitoring was working, but during the case, the user was unable to zero pressure on the monitor.

Manufacturer narrative:
The unit was returned for eval. Visual inspection revealed no anomalies. Functional testing revealed that initial and subsequent boots and a two hour runtime reproduced the failure mode. The cause of the reported problem is a defective pressure input conditioning card. The pressure input conditioning card was replaced and functional testing confirmed the unit passed all further testing. A quality improvement project was opened to address the pressure input conditioning board failing offset adjustment.